Manufacturer narrative:
Section d1 brand name: corrected. Section d4 catalog number: corrected. Section d4 primary UDI number: corrected. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
A3 - patient gender requested but not provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was having low flow alarms and log files were submitted for review. The log file captured persistent low flow events throughout the log. It was noted that the fixed speed was set lower and lower to try and get flow through the pump. The flow was noted at or below 2 liters per minute near the end of the log but also the fixed speed is set low to 4300 rpm for the patient to have viable flows. It is suspected that there is a large thrombus in the left ventricle. It was noted that the patient was going back to the operating room (or). Once the patient's chest was opened in the or, the flow started to rise. It was found that there was a significant pressure or tamponade compressing the ventricle on the patient, giving a false look of thrombus, and causing a suction event. The chest was cleaned out with no pump disconnections. The patient was back in the ICU with speeds over 5000 revolutions per minute and flows around 3.5 liters.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events of tamponade and right heart failure could not be conclusively established through this evaluation. Review of the submitted log files confirmed low flow hazard alarms. According to the account, flow recovered following surgery which addressed the compressed left ventricle. Additionally, review of the log files confirmed pulsatility index (pi) events; however, the report of a suction event could not be confirmed through this evaluation. It was later reported that once the patient¿s chest was opened, flows started to rise. The account indicated that a significant pressure or tamponade compressing the ventricle was found and gave a false look of a thrombus. It was noted that the originally suspected thrombus was found during a right heart catheterization while inserting a percutaneous cannula for right heart failure; however, it was later determined that this was a full suck down event. The patient¿s chest was reportedly cleaned out with no pump disconnections or exchanges. It was noted that the patient was back in the intensive care unit. The submitted controller event log file contained events from 23sep2023, per the timestamps. The controller periodic log file contained data from 20sep2023 through 23sep2023, per the timestamps. Multiple low flow hazard alarms were captured on 23sep2023. Additionally, multiple pi events were captured on 23sep2023. No other notable events or alarms were captured. The pump appeared to function as intended at the set speed. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 patient handbook, rev. D, are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of heartmate 3 lvas, including pericardial fluid collection and right heart failure. This section also addresses all pump parameters, including pump flow and pulsatility index (pi). Additionally, this section states that "during a suction event, device speed drops to the ¿low speed limit¿ and then ramps up to the fixed speed unless another pi event is detected. If another pi event is detected, the device drops to the ¿low speed limit¿ again and then ramps back up. This cycle repeats as long as pi events are detected." Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events are also referred to as pi events and may be initiated for reasons other than true pi events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. If the system detects a pi event, the pump speed automatically drops to the low speed limit and slowly ramps back up at a rate of 100 rpm per second to the fixed speed setpoint. Section 6 of the IFU, ¿patient care and management¿, explains that pump performance is sensitive to changes in vascular resistance and left ventricular filling. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, address all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It is suspected that there is a large thrombus in the left ventricle based on a right heart catheterization (rhc) during insertion of an rvad for right heart failure. The patient was found to have had a full suck down event.